Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part: 412.213s. Lot: 7l83995. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 12 february 2021. Expiration date: 01 february 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for femoral neck fracture with the fns implants. The surgery was completed successfully without any surgical delay. After the surgery, CT scan revealed that the locking screw inserted into the diaphysis was not fixed at bicortical and was inserted shaving the anterior cortical bone. No further information is available. This report is for (1) lockscr ø5 self-tap l38 tan. This is report 1 of 1 for (B)(4).